Event description:
It was reported that the patient was implanted with product on both sides on (B)(6) 2010. It was noted that after implant, the patient had not been programmed. The patient¿s body stiffness symptom had not improved. The patient was taken to get a massage, but the symptoms still had not improved. In (B)(6) 2013 the patient was programmed. It was noted that the physician had found one of the leads was broken. It was suggested to replace, but the patient¿s family indicated that wanted to observe for a period of time. Patient¿s family doubted the left lead was broken. Additional information received reported it was unknown why the patient had not been programmed after implant. It was indicated by the patient that after the implanting the stiffness would not improve. No troubleshooting was done. No decisions had been made on replacing the lead. Patient was ok at the time of this report. Reference manufacturer's report number: 3004209178-2013-21765.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389-40, lot# 0203616259, product type: lead. Product ID: 7482-51, serial# (B)(4), product type: extension. Product ID: 3389-40, lot# 0203616531, product type: lead. Product ID: 7482-51, serial# (B)(4), product type: extension. (B)(4).